Event description:
It was reported when using the bd k2edta tube, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: edta tubes are opening during transportation, sorting, and homogenizer. The sample was lost, and it was needed to collect it again.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed as it shows the tube opened and spilled blood over the equipment. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta tube, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: edta tubes are opening during transportation, sorting, and homogenizer. The sample was lost, and it was needed to collect it again.